Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that fill resistance was met while loading a cartridge. Customer changed/adjusted the syringe needle and cartridge was filled with insulin. There was no reported impact to customer's blood glucose.